Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach. Upon removing the device, the coil prematurely detached. The coil was removed with the microcatheter successfully. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device has been received and is pending evaluation completion. The root cause of this complaint cannot be determined at this time. Evaluation findings will be submitted in a follow-up report. (B)(4).